Event description:
It was reported that a review of this right ventricular (rv) lead threshold was requested due to the signal not being clear and possible increased threshold. Upon review from technical services (ts), it was noted that the threshold was confirmed in 3.2v and the output was adjusted at 5v. It was also observed that there was a decrease in sensing, the pacing and shock impedance were both low within normal range and on (B)(6) 2021, there was an episode with one shock and one with anti-tachycardia pacing (atp) where undersensing of ventricular tachycardia (vt) was observed. Subsequently, the physician decided to schedule an urgent reposition procedure for this rv lead, however, there is no evidence available at this time regarding the intervention. Additional information was requested. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicates the lead revision has not yet been performed, however, it is already scheduled. No adverse patient effects. Additional information provided indicates this rv lead was explanted and replaced. In addition, the lead exhibited low sensing, oversensing and inappropriate therapy involving one shock and atp due to atrial fibrillation, however, there was no pacing inhibition. Reportedly, this was due to the lead not being in the first implant position and was now located near the tricuspid valve and the most part of the coil was in atrium . No additional adverse patient effects. The product is expected to be returned for analysis. Attempts to obtain additional information regarding the lead return status and/or location were unsuccessful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a review of this right ventricular (rv) lead threshold was requested due to the signal not being clear and possible increased threshold. Upon review from technical services (ts), it was noted that the threshold was confirmed in 3.2v and the output was adjusted at 5v. It was also observed that there was a decrease in sensing, the pacing and shock impedance were both low within normal range and on august 1st, 2021, there was an episode with one shock and one with anti-tachycardia pacing (atp) where undersensing of ventricular tachycardia (vt) was observed. Subsequently, the physician decided to schedule an urgent reposition procedure for this rv lead, however, there is no evidence available at this time regarding the intervention. Additional information was requested. The rv lead remains in service at this time. No adverse patient effects were reported.additional information provided indicates this rv lead was explanted and replaced. In addition, the lead exhibited low sensing, oversensing and inappropriate therapy involving one shock and atp due to atrial fibrillation, however, there was no pacing inhibition. Reportedly, this was due to the lead not being in the first implant position and was now located near the tricuspid valve and the most part of the coil was in atrium. No additional adverse patient effects. The was returned for analysis.